Event description:
The minimed insulin pump was installed 6/1/98. From installation, he was taken to the hosp 5 times for bad blood sugar levels. He was admitted twice and at one point was placed in intensive care and almost lost his life. He was not receiving the adequate amounts of insulin and from what he has been told by drs, he was not receiving any insulin during that period of time. The MFR called and told him that it was the fault of the machine.